Manufacturer narrative:
The fse replaced the cable, lcd, nec, 2nd gen, v60/v680, cable, ui pcba to lcd, v60, pcba,user interface,ui 2nd gen,v60, tray,lcd,2nd gen v60, 453561528901,screw,m2x3 socket hd, pkg/10,v60 cable, switch pcba, v60 and a clamp to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that that device¿s screen looks very dark and needs to be replaced. The device was in normal use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the screen looks very dark and doesn't improve by increasing the brightness. The customer received the replacement display. However, the unit has an old model of the display, and other parts are needed to be able to install the new model. Additional required parts were ordered to continue the intervention.